Event description:
It was reported that during a ptca procedure, as the guide wire was torqued, it was noted that there was no corresponding wire movement under fluoroscopy. The guide wire was noted to be separated. Another balloon catheter was advanced alongside the system and inflated within the guiding catheter to trap the wire. The entire system was removed as a unit, and the procedure was completed with another system. No patient injury was reported.